Event description:
Literature article entitled ¿short-term clinical and radiological results of two different design metaphyseal fitting femoral stems in total hip arthroplasty: a prospective, randomized trial" written by I. Tatani, k. Solou, a. Panagopoulos, j. Lakoumentas, a. Kouzelis and p. Megas. Published the journal of orthopaedic surgery and research; published online 01 january 2021 was reviewed. The article's purpose was to evaluate the short-term clinical and radiological results of two different design short femoral stems, both classified as shortened tapered stems. Patient data: patients aged 50¿80 medical history of primary osteoarthritis, inflammatory arthritis, avascular necrosis, and post-traumatic arthritis. It is noted that implants in the study were a combination of depuy and competitor products. Depuy products: tri-lock bone preservation stem, cementless pinnacle acetabular component. Based on the femoral and acetabular components it is also reasonable to conclude that the femoral head and acetabular liner were also depuy within these constructs. Adverse events: (2) superficial infection ¿ treated with IV antibiotics. (2) thigh pain ¿ conservative treatment. (6) heterotopic ossifications ¿ conservative treatment. (26) femoral stress shielding, bone hypertrophy and¿ no treatment noted. (Not specified) stem subsidence ¿ no treatment noted.

Manufacturer narrative:
Product complaint # (B)(4). Article citation: tatani et al. Journal of orthopaedic surgery and research (2021) 16:316 https://doi.org/10.1186/s13018-021-02465-8. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.